Event description:
Drain was given to sterile field and as surgeon attempted to place drain, he noted pieces of the drain came off into the wound. Pieces were removed and drain was removed from sterile field.